Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
As the facility was prepping the device before the procedure, it was noted that the sheath's material was peeling off towards the end of the device. The facility opened a new product (unknown make and model) to complete the intended procedure. The complaint device did not make patient contact.